Event description:
Clinical study. Same case as MFR # 6000093-2007-01044. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated one target lesion. Target lesion 1 was a de novo lesion in the mid right coronary artery (rca). The lesion was 3.5 mm wide, 20 mm long, and 80% stenosed. There was mild calcification. The physician predilated the lesion prior to placing a 3.5 x 28 taxus express2 stent as well as a 3.5 x 16 mm taxus express2 stent (lot unknown). Residual stenosis was 0%. The patient received angiomax and plavix during the procedure. The patient was discharged 2 days later on aspirin and plavix. On day 15, the patient had a tvr in the proximal rca. Plain old balloon angioplasty was performed and a taxus express2 stent was placed. The patient was discharged one day later. In the opinion of the physician, there is an unknown relationship between the tvr and the taxus stent.

Manufacturer narrative:
Device evaluation. The delivery device was disposed and the stent remained in the patient. The mfg records for top assembly 6854273 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be identified. .